Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic sacral colpopexy for a stage 3 genital pelvic prolapse. According to the reporter: after a subtotal hysterectomy and placement of a parietex mesh using non-barbed sutures, the pelvic peritoneum was closed using v-loc 90 barbed suture. There were no complications observed immediately post-operatively and the pt was discharged on day 3. One month later, the pt presented with acute abdominal pain and a bowel obstruction syndrome. Midline laparotomy was completed, revealing a hemoperitoneum due to the rupture of the mesentery caused by bowel volvulus. The lateral wall of the ileum was embedded on a barbed suture. After section of an adhesion, the obstruction was relieved and bowel changed from a dark coloration to normal. No bowel resection was needed. Pt had an uneventful hospital stay and complete recovery.